Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "ECG fault 3", "ECG fault 7", "defib fault 76" and "error ffff" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation: the device was returned to a zoll-approved service provider for evaluation. The customer's report of "ECG fault 3", "ECG fault 7", and "error ffff" messages was verified and attributed to the analog board. The analog board was replaced to remedy the report. The customer's report of "defib fault 76" was verified and attributed to the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The pd engine board was sent to zoll medical corporation for further testing and the customer's report was attributed to a connector detached from the board due to a soldering failure. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.